Event description:
It was reported that the healthcare provider (hcp) was performing a battery replacement and the new device required a dual pocket adapter. After replacement when the hcp tried to start the device nothing happened. Impedance testing showed greater than 40,000 ohms on all contacts and changing the numbering of the electrodes made no difference. It was determined that the hcp had not tightened the screws in the pocket adapter and did not place the plug in the unused channel in the device. There was also ¿suspicion¿ that the hcp was not able to place the cable correctly in the used channel. It was recommended that the hcp carefully open the patient again and carefully remove and clean all parts and then put everything together again and also tighten the screws in the pocket adapter and insert the plug. However, the hcp decided to replace the device and pocket adapter with a completely new set. When the impedances were tested intra-operative all electrode contacts had acceptable impedances except all contacts tested against case, which were greater than 40,000 ohms. This impedance testing was performed with the device outside the patient, which would give too high impedances. After putting the device in the patient again, everything was fine. The patient seemed fine and everything was working.

Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), explanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 64002, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: adapter: product ID 64002, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: adapter. (B)(4).